Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the catheter was thrown away before they got a chance to get it from the scrub technician. The catheter will not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the catheter was returned, analysis found the anchor was broken. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 1000 mcf for a total dose of 399.66752 mcg/day and bupivacaine 10 mg for a total dose of 3.99668 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported increased pain, headaches, and pocket site is swollen and tender. The patient reported the therapy was ineffective in (B)(6) 2020. A catheter access port (cap) dye study/aspiration was performed. The catheter dye study on (B)(6) 2021 revealed catheter dislodgement, a broken catheter anchor, and that the catheter was coiled up inside the pump pocket. 22mls of clear cerebrospinal fluid (csf) was aspirated under fluoroscopy from the midline incision/seroma was aspirated on (B)(6) 2021. Cultures were submitted. There were no known factors that may have led or contributed to the event. Surgical intervention occurred where the spinal segment of the catheter and pump pocket were revised on (B)(6) 2021. It was noted on (B)(6) 2021 the catheter (spinal segments) was explanted/replaced. It was noted that the catheter was coiled under the pump. The patient's catheter anchor suture loop broke and the anchor came off the catheter. The catheter ended up retracted all the way to the pump pocket. The device diagnosis was catheter dislodgement and the clinical diagnosis was increased pain. The outcome of the event resolve d without sequelae on (B)(6) 2021. The patient's status at time of report was alive-no injury. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant proce dure was unlikely related. The event date was (B)(6) 2020. The patient's weight was asked and will not be made available. The patient's medical history included chronic spinal pain. No further complications were reported/anticipated.